Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device induced an auto mode switch episode. The implantable cardioverter defibrillator sensed a premature ventricular contraction which caused the device to switch settings. The atrial pace delivered by the device induced an atrial arrhythmia that spontaneously resolved. No programming changes were made. The patient was stable.